Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was insulation damage and that the insulation had separated 1-2 cm around the pin plug, with moveable insulation on the conductor. There was difficulty rescuing the patient in several configurations, and high defibrillation thresholds were noted. A splice kit was used to repair the lead, and the defibrillation was tested again with success. The lead remains in use. No patient complications have been reported as a result of this event.